Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by attending nurse "I had a customer call today and say they saw a clear film coming from site that appeared to be coming from the PICC. It was an outpatient PICC and placed at a different facility". No other information was provided.